Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: b1, b5, h1: the initial complaint was reviewed and found not reportable. Additional information was received indicating only one (1) viper2 x25 set screw inserter. This is captured on manufacturer report number 1526439-2020-00411. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information was received indicating only one (1) viper2 x25 set screw inserter. This is captured on manufacturer report number 1526439-2020-00411.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2019. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the tip of the inserter broke off and then jammed. The front screwdriver tip breaks off when the innies are screwed in, causing it to tilt. The innie could be inserted with another screwdriver. There are no fragments remaining in the patient. Procedure was completed successfully with eight (8) minutes delay. There was no adverse patient harm. Concomitant devices: setscrews (part: unknown, lot: unknown, quantity: unknown). This report is for a viper2 x25 set screw inserter. This is report 2 of 2 for (B)(4).